Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified radial artery. A 6.0 x 80 75cm mustang¿ balloon catheter was advanced for dilatation. However, during the third inflation prior to reaching the rated burst pressure, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure with no leaks noted. A vacuum was then applied and the balloon deflated fully. The balloon was inflated to its rated burst pressure and deflated on three more occasions with no leaks noted in the device. The inflation device was verified before and after use. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no issues with the markerbands that could have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified radial artery. A 6.0 x 80 75cm mustang balloon catheter was advanced for dilatation. However, during the third inflation prior to reaching the rated burst pressure, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.